Event description:
On (B)(4) 2012, the patient left a message stating he is unable to program his animas insulin pump to have combo bolus insulin dosage every 15 minutes. As a result, he reportedly is unable to prevent his blood glucose excursion. The patient felt the animas pump is causing his 'high blood glucose.' The patient did not provide any numeric values or report of any required hcp medical intervention at the time of concern. Animas contacted the patient to obtain more information and to offer assistance but the patient refused to review the subject pump since he is no longer using the animas pump to manage his diabetes. This complaint is being reported because the patient claimed he had 'high blood glucose' while on insulin pump therapy. It is unknown if there is a product malfunction or if the patient will return the animas product back for investigation.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no history from the time of the event was available for review. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.